Event description:
Discordant thyroid stimulating hormone (tsh) results were obtained on an advia centaur xp instrument. The discordant results were released to the physician(s), who questioned the results. The samples were repeated on the same instrument and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tsh results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause of the discordant tsh results was unknown. The fse performed a preventive maintenance on the instrument and checked the rack entry belt and sample barcode scanner. The instrument is performing within specifications. Further evaluation of the device is not required.